Event description:
(B)(4) study. Same case as MDR ID 2134265-2012-02036, MDR ID 2134265-2012-02037. It was reported that after a percutaneous transluminal coronary angioplasty (ptca), the patient experienced a myocardial infarction. The target lesion #1 was located in the r-pda (right posterior descending artery) with 80% stenosis and was 12 mm long with a reference vessel diameter of 2.5 mm. The target lesion #1 was treated with pre-dilatation and placement of 2.50 x 16 mm and 2.50 x 8 mm promus element stents with 0% residual stenosis. The target lesion #2 was located in the proximal rca (right coronary artery)with 75% stenosis and was 5 mm long with a reference vessel diameter of 3 mm. The target lesion #2 was treated with direct stenting using a 3.0 x 16 mm promus element stent with 0% residual stenosis. One day post index procedure, the subject experienced elevated troponin and a myocardial infarction (mi) was reported. The subject did not experience any ischemic symptoms and no action was taken to treat this event. The event was considered resolved and the subject was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4). Device is combination product. Date of birth: (B)(6). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).